Manufacturer narrative:
The field service engineer found there was a bent mixer paddle that he replaced. He ran performance testing and precision testing that recovered expected results. The customer ran calibration and qc that were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable vitamin d total g3 elecsys results for four patient samples from the cobas 6000 e 601 module. The initial results were 120 ng/ml and were reported outside of the laboratory. The samples were sent out for confirmation and the corrected results were around 20 ng/ml. The reagent lot number was 58146501 with an expiration date of (B)(6) 2022.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. The customer centrifugation time was too long according to the tube manufacturer¿s recommended guidelines. As the calibration and qc recovery were within the customer¿s established ranges, there was no indication of a performance issue with the reagent.